Event description:
During the right total hip replacement, the tip of the flexible stardrive screw driver broke off in the head of an acetabular screw. Dr was unable to remove the screwdriver tip from the screw head, so he left it in the patient. He felt it could possibly cause more harm to the patient to try to take it out. He also felt it was unnecessary to take an xray. Rep was in the room when this occurred.